Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced poor performance, increased tinnitus and headaches with device use resulting in the decision to explant the device on (B)(6) 2017.